Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The cause is that the patient placed the solution bag on an unstable surface and the solution bag disconnected during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 6. The bag reportedly fell and came off of the spike. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with troubleshooting the alarm. The tsr advised the hp to use manual bags and to contact her peritoneal dialysis (pd) nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp's husband regarding the reported event, the husband explained that they had the bag sitting too close to the edge of the table, and as the fluid started emptying, the bag tumbled off the table. The husband confirmed that the hp did not have any injury or harm as a result of this incident. Per husband, the nurse was notified, who advised them on the appropriate setup of bags during therapy. The husband also confirmed that no defects were noticed on the supplies. The husband stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.